Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the pacemaker was exhibiting an unspecified issue. There were no patient consequences.